Event description:
I had a st judes brio implant in 2014 for dystonia. I had to have the brain surgery again due to a defective wire. Can you please tell me if st judes medical also manufactures the wire as well as the implants and battery. They have not written or apologized to me. I am so afraid every day that this wire will break again. I had the procedure at (B)(6). The wire that was used in initially was a straight, ie not fit for movement of my head. It was replaced with a more flexible wire. I have three implants in my head attached by the wire to a battery in my chest. Please reply to me as I cannot get any info here in (B)(6). The rep set in on my second operation, but not gotten in touch with me thus far. I would like to know if this has happened to many others or was mine a one off.